Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer response to foreign matter questionnaire. The following fields are being corrected: d5 operator of device, e1 "telephone number,"g2 report source, h6 medical device problem code. The customer completed the foreign matter related survey. The customer confirmed the device was cleaned, disinfected and sterilized prior to sending to olympus. The customer did not know what the foreign object was. The customer confirmed the endoscope was not used in a case with foreign material attached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established, however, the event is likely the result of insufficient reprocessing. The event can be detected and prevented by following the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the spray button (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent the device reported with an issue of "angle down" (angulation issue). No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign matter in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling insufficient cleaning issue) identified during device return evaluation.

Manufacturer narrative:
Full name of the establishment - (B)(6) hospital. The subject device was received and evaluated. Device evaluation found the angle wires were stretched. Due to wear of angle wire bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The reported issue of "angle down" (angulation issue) was confirmed. Furthermore, inspection found foreign material adhered in the nozzle and was noted to be attributed to insufficient cleaning (handling problems). Investigation is ongoing. This report will be supplemented accordingly following investigation.